Event description:
It was reported that the pacemaker recorded out of range intrinsic amplitude measurements on this right ventricular (rv) lead resulting in an alert in the remote home monitoring system. Review of stored device data noted oversensing of noise resulting in storage of two non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) noted the potential of the noise being related to myopotentials and noted the lead configuration was programmed to unipolar. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker recorded out of range intrinsic amplitude measurements on this right ventricular (rv) lead resulting in an alert in the remote home monitoring system. Review of stored device data noted oversensing of noise resulting in storage of two non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) noted the potential of the noise being related to myopotentials and noted the lead configuration was programmed to unipolar. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that during scheduled review of remote home monitoring data; it was noted that this rv lead exhibited an increase in pacing impedance measurements from the 270 ohms range to the 340 ohms range. It was noted that the lead polarity had been changed from unipolar to bipolar. No noise events were noted since the programming change. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.